Event description:
Knee pain [arthralgia]. Administration of the injection was painful [injection site pain]. Felt like knee was swelling up inside [joint swelling]. Knee stiff [joint stiffness]. Able to walk more normally [gait disturbance]. Pain kept her awake [poor quality sleep]. Case description: spontaneous report received on 11-nov-2008 from a (B)(6) female consumer with a history of osteoarthritis, (B)(6), who experienced an injection that was extremely painful, felt like knee was swelling up inside, knee stiff, difficulty walking, throbbing keeping her awake and knee pain after starting synvisc. The patient received one injection of synvisc into the right knee on (B)(6) 2008. She reported that the actual administration of synvisc was extremely painful to her right knee and it felt like the synvisc was swelling up on the inside of her right knee. Following administration, the right knee was so stiff that she was unable to move it and when she finally did, she experienced sharp pains in that knee. While still at the office, the physician gave her a cortisone injection and prescribed some (unspecified) pain medication. The patient stated that the right knee pain did improve somewhat after the cortisone injection, but that she still needed to ice the knee the rest of the night. By the next morning there was greater improvement with the right knee and she was able to walk more normally. At the time of this report, the patient still experienced a mild throbbing pain in her right knee at night, which was just enough to keep her awake. She reported that she had seen some overall benefit; however, from her synvisc therapy because she was able to perform certain activities free from pain.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification results is identified and mitigated through the ncr process. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.